Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown, assumed 1st day of month that complaint was reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested, and the following was obtained: did you encounter any problems with the device during the initial procedure? No. Was a leak test performed during the initial procedure? If so, which one and what was the result? Yes : negative. Was the staple line visualized endoscopically during the initial surgical procedure? Never per op endoscopy. How many days postoperatively did the leak occur? (B)(6). Was reinforcement material used? No. What charger colors were used? Gold. How was the leak detected? Peritonitis in both patients. What did you observe at the site of the leak during the reoperation? Punctiform opening of the staple line on the upper part: 4 and 8 mm. Did you experience problems with staple formation at any point in patient care? If so, can you tell us the shape and location? No. How was the leak treated? Washing drainage surgery, pigtails endoscopy and antibiotics. What is the patient's current condition? Stable healing. What was the reference and batch number of the products used in the original procedure? No answer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, a fistula appeared after the procedure. No other details provided.